Manufacturer narrative:
According to the patient profile form (ppf) the fractured device was removed approximately nine years and four months after implantation. After removal of the device, the ppf states that the patient will suffer from long term vein occlusion, recurrent deep vein thrombosis and daily anticoagulants. The patient continues to experience anxiety and fear of blood clots. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, fracture of the inferior vena cava (ivc) filter during removal and recurrent deep vein thrombosis (dvt). The patient is reported to experience fear and anxiety of blood clots, long term vein occlusion and dvt¿s. The indication for the filter placement was a prior retroperitoneal lymph node dissection, left lower pulmonary embolus (pe) and right dvt and bilateral lymphocysts. During the implantation procedure using a right internal jugular venous approach, the filter was deployed below the renal veins and above the iliac bifurcation without any complications. A repeat vena cavagram showed the filter to be in good position. The patient tolerated the procedure well. Approximately nine years and four months post implant the filter was removed percutaneously, fracture of the filter was noted. Is has not been reported if the fracture was the indication for the filter removal or the fracture occurred during the procedure. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Without images or procedural films for review the reported filter fracture could not be confirmed. Filter fracture is a known adverse event associated with implanting vena cava filters and are listed as such in the instructions for use (IFU). Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Clinical factors that may influenced any potential events include underlying patient co-morbidities, pharmacological and lesion characteristics. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
(B)(4). Complaint conclusion it was reported that a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, fracture of the inferior vena cava (ivc) filter during removal and recurrent deep vein thrombosis (dvt). The following additional information received per the medical records indicate that the indication of the filter placement procedure was left lower pulmonary embolus (pe) and right deep venous thrombosis (dvt) and bilateral lymphocysts. The device was implanted via the right internal jugular vein and deployed below the level of the renal veins and above the iliac bifurcation. The patient was reported to have tolerated the procedure well, with no immediate complications. A repeat vena cavagram showed the filter to be in good position. There is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems in as short a period as 12 days. Filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. However, reports of adverse clinical sequelae from filter fractures are rare. Without images or procedural films for review the reported fracture during removal could not be confirmed of further clarified. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, fracture of the inferior vena cava (ivc) filter during removal and recurrent deep vein thrombosis (dvt). As direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the medical records indicate that the indication of the filter placement procedure was left lower pulmonary embolus (pe) and right deep venous thrombosis (dvt) and bilateral lymphocysts. The patient was to undergo a retroperitoneal lymph node dissection. During the implantation procedure using a right internal jugular venous approach, the filter was deployed below the renal veins and above the iliac bifurcation without any complications. A repeat vena cavagram showed the filter to be in good position. The patient tolerated the procedure well.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a5, b3, b4, b5, d1, d4, g3, g6, h1, h2, h4 and h6. As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, fracture of the inferior vena cava (ivc) filter during removal and recurrent deep vein thrombosis (dvt). The patient is reported to experience fear and anxiety of blood clots, long term vein occlusion and dvt¿s. The indication for the filter placement was a prior retroperitoneal lymph node dissection, left lower pulmonary embolus (pe) and right dvt and bilateral lymphocysts. During the implantation procedure using a right internal jugular venous approach, the filter was deployed below the renal veins and above the iliac bifurcation without any complications. A repeat vena cavagram showed the filter to be in good position. The patient tolerated the procedure well. Approximately nine years and four months post implant the filter was removed percutaneously, fracture of the filter was noted. Is has not been reported if the fracture was the indication for the filter removal or the fracture occurred during the procedure. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Without images or procedural films for review the reported filter fracture could not be confirmed. Filter fracture is a known adverse event associated with implanting vena cava filters and are listed as such in the instructions for use (IFU). Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Procedural factors during removal of the filter may have contributed to the reported event. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Product lot number received.